Manufacturer narrative:
H10: the bench repair technician (brt) observed the customer reported complaint of the monitor being physically damaged. The front panel was shattered and will need to be replaced. A service repair quotation was sent to the customer. As of the date of closure of this complaint, the customer has not yet accepted the quotation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that this event was reported by staff as a ¿monitor off the cart.¿ the device was not in clinical use at the time the reported issue was discovered.